Event description:
An alarm issue was reported with the adc application in use with (samsung-a528b), an android 13 operating system. The customer experienced a signal loss and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and experienced a seizure and loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided unspecified medical treatment for the diagnosis of hypoglycemia. No further information is provided. There was no report of death, serious injury, or mistreatment associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle librelink application with the android 13 os where the app may experience intermittent signal loss. As a result, the app user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. A review of the associated risk evaluation was conducted and the overall risk index was determined to be low. The identified hazard and hazard initiating causes are included in the risk management reports for these products at this time. No further actions other than those outlined in the associated quality records and field action are required. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.